Manufacturer narrative:
The handpiece was received by the MFR, however, the complaint could not be replicated. Based on the results of the quality investigation, the handpiece performed according to specs. Preventative maintenance was performed and the device was returned to the customer.

Event description:
It was reported that during preparations for a surgical procedure, the drill was overheating. There was no pt involvement at the time of the event. Backup equipment was available and the procedure was completed without delay. No user injury was reported and no adverse consequences were alleged.